Manufacturer narrative:
.

Event description:
In the second sentence a correction was made from "proximal end" to distal end. The corrected sentence reads as follows: during the procedure, while removing thrombus, the distal end of the sep5 fractured in the patient and the cat5 became kinked.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00455, the hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the peroneal artery using an indigo system separator 5 (sep5) and an indigo system cat 5 aspiration catheter (cat5). During the procedure, while removing thrombus, the proximal end of the sep5 fractured in the patient and the cat5 became kinked. The kinked cat5 was removed from the patient. The physician attempted to remove the fractured portion of the sep5 from the patient by using another catheter. The physician reported that the fractured portion of the sep5 was removed as it was no longer visible under fluoroscopy; however, the physician could not identify the fractured piece outside of the catheter. The procedure continued with manual aspiration using another manufacturer's catheter and a new cat5; however, complete recanalization of the vessel was not achieved. The patient status is unknown.